Manufacturer narrative:
The technician replaced the cracked brake caster support to resolve the issue.

Event description:
The tech alleged the foot brake casters not holding in brake mode. No pt impact.